Manufacturer narrative:
Additional information: examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that 360 fast fix did not expel the second anchor. The device was scrapped by the customer. No patient injury reported.